Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1; complete address; (B)(6). The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: deterioration and/or damage of the adhesive; bending section cover adhesive was cracked with a white-clouded area; and adhesive around the objective was peeled; the water removal ability did not meet the standard value due to the nozzle clogging; the adhesive around the light guide lens and objective lens has a white-clouded area; the adhesive around the light guide lens was peeled; the objective lens had a chip; and due to the peeling adhesive around the objective lens, a streak of flare appeared in the image; and scratches were found at multiple locations on the device. The investigation is ongoing. Additional information has been requested from the customer. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. There was no patient involvement or user injury reported due to the event. The device was returned and during the device evaluation, a reportable malfunction of foreign object was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.